Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that the patient had surgery on (B)(6) 2013. During the surgery the patient had a right femoral trochanteric fracture finished without problem. It was reported that on (B)(6) 2013, the patient complained about the pain, and come to the hospital. The doctor found a penetration of the femoral head by the blade from the x-ray image. It was reported that the surgeon was suspected to be a pseudarthrosis and an osteoporosis. On (B)(6) 2013, the pfna-ll was all removed and the artificial femoral head replacement surgery was completed this is report 1 of 1 for complaint (B)(4).